Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. Bleeding was noted, therefore manual pressure was held with control of the bleeding. Post procedure, the pt's right foot pulses were not palpable and his foot became mottled. The pt was taken so surgery where a thrombectomy and patch angioplasty were performed. As of 11.9/1998 there has been no report to the MFR of further complication or pt sequelae.